Event description:
It was reported that an arteriotomy closure of a right common femoral artery was attempted using a starclose se device after a peripheral interventional procedure. Reportedly, while advancing the thumb advancer, resistance was felt. Deployment was stopped, the sheath never split. The device was pulled out, no safety release mechanism was used. Hemostasis was achieved by applying manual arterial compression. There was no reported adverse patient sequela or clinically significant delay in the procedure or therapy. The physician is reportedly trained in the use of the starclose se device. Additional information was not provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Failure to follow steps/instructions; failure to use the safety release mechanism before removing the device. Reportedly the patient was indicated to be morbidly obese and per the instructions for use, the safety and effectiveness of the proglide device have not been established for patients who are morbidly obese with a body mass index greater than 35 kg/m. The device is expected to be returned for investigation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: investigation of the returned device found that it was received partially deployed and the plunger was in the deployed position, indicating the device was removed without the use of the safety release mechanism. The vessel locator wings (vlw) were deployed and bent distally due to contact and distal pressure applied by the sheath. The thumb advancer/delivery tube had been partially deployed, partially splitting the sheath. The sheath was damaged, consistent with shaft carving with the damage originating approximately 1cm distal of the sheath hub. The vlw were intact and securely attached. The sheath was removed and the delivery tube presented damaged garage tube leaves and carved flex guide outer nylon material was observed. When the sheath was removed, the vlw sprung back to the original as manufactured un-bent state. Internal handle component inspection discovered a proximally displaced support tube and block assembly disengaged from the thumb advancer block consistent with shaft carving having taken place. No other anomaly was detected and there was no obstruction to prevent the activation of either safety release mechanism. Inspection of the flex guide detected shaft carving of the flex guide outer nylon material originating on the flex guide proximal end. The damaged sheath and garage leaves are observations only and not failure modes as they are the result of the carving process. The received condition of the device confirmed the reported event. The reported difficulty deploying the thumb advancer can be attributed to the detected shaft carving. Shaft/flex-guide carving may be caused by, but is not limited to manufacturing, operator technique or anatomical considerations. During manufacturing, the lot is visually inspected for undamaged flex guides and a sampling of completed starclose se units from the lot was functionally and destructively tested to verify proper device operation. The detected flex-guide/shaft carving and the resulting component damage is consistent with a failure to maintain the alignment of the clip delivery components while the plunger and/or thumb advancer is deployed. This results in the distal end of the delivery tube cutting into the flex-guide outer nylon material, resulting in resistance to thumb advancer deployment and damage to the delivery tube and exchange sheath. The starclose se instructions for use (IFU) states: while maintaining apposition of the locator wings on the anterior surface of the arterial wall and keeping the flex-guide straight, advance the thumb advancer using the pad of the right thumb until the number 3 appears in the number window. This advances the clip delivery tube over the flex-guide while splitting the sheath from the hub to the distal tip. Reportedly, the patient had peripheral vascular disease (pvd) and had a reported weight of 360 pounds. Patient weight was likely a contributing factor in the device performance. The starclose se IFU states: the safety and effectiveness of the starclose vascular closure system have not been established in the following patient populations: patients who are morbidly obese (body mass index greater than 35 kg/m2). The reported pvd may have contributed to the reported event, but it cannot be confirmed. The reported removal of the device without utilizing the safety release mechanisms indicated a failure to follow instructions. The starclose IFU states: if excessive resistance is experienced during advancement of the thumb advancer, manually collapse the locator wings and remove the device following the prescribed steps: retract the thumb advancer as far proximal as possible until resistance is felt. This is to decrease any interaction between the clip delivery tube and the flex-guide. Slide the safety release to collapse the locator wings. The locator wings are fully collapsed when the number 2 on the plunger exits the number window completely. Place the left hand on the puncture site in the palm-down position with the clip delivery tube extending up between the index and middle finger. Provide counter-traction with the left hand on the patient body, and assertively pull the device out with the right hand. It is important not to rock or twist the device as this may cause arterial damage. There was no other detected device or user technique anomaly. Based on the investigation, there was no product lot quality deficiency or detected anomaly that may have contributed to the reported event or the damaged condition of the device. The cause for the reported event was incorrect user technique/not following IFU instructions and questionable patient selection. A review of the finished device lot history records did not reveal any nonconforming material records associated with this lot which could have contributed to the reported event. A query of the complaint handling database was performed and there is no indication of a product quality deficiency. To assure proper device operation, a sample from the lot is functionally and destructively tested. Additionally, during manufacture the lot is visually examined for undamaged flex guides and proper manufacture and deployment capability of the plunger, thumb advancer and clip delivery tubeset.